Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges that the cord of her heating pad caught on fire and damaged her couch. There was not a report of injury with this incident.

Manufacturer narrative:
This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges that the cord of her heating pad caught on fire and damaged her couch. There was not a report of injury with this incident.